Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a rash under the therapy electrodes. During a follow up the patient reported that she contacted her doctor and he recommended hydro-cortisone cream. The patient's nurse stated that the rash was due to sweat because the patient works in a hot factory. The patient reported that the rash had improved since she started using the cream. No allegation of a device malfunction.